Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was identified from an intravia container. The leak was coming from ¿the bag seal at the base of the IV tubing port and medication port that connects to the remainder of the bag.¿ the customer stated that hydromorphone was added to the container. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Actual sample unit was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing was performed and a leak was observed around the seal of the medication port. The reported issue was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.